Manufacturer narrative:
(B)(4). The complaint rd900aeu neopuff infant resuscitator is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) customer care specialist that the peak inspiratory pressure (pip) knob and the maximum pressure relief valve of an rd900aeu neopuff infant resuscitator are "loose and cannot be controlled." This was noticed before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned rd900aeu neopuff infant resuscitator was visually inspected for damage. The manometer, peak inspiratory pressure (pip) valve and maximum pressure relief valve were performance tested for the accuracy of its pressure readings. Results: there was no physical damage noted to the neopuff unit. The reported fault could not be replicated as the neopuff unit functioned properly during performance testing. Conclusion: no fault was found with the neopuff as it operated properly during testing. Both the neopuff user instructions and the neopuff technical manual describe the set-up procedure for the device including how to check and adjust the settings prior to patient use.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) customer care specialist that the peak inspiratory pressure (pip) knob and the maximum pressure relief valve of an rd900aeu neopuff infant resuscitator are "loose and cannot be controlled". This was noticed before patient use. No patient consequence was reported.